Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that that the patient¿s onetouch ultramini meter was displaying an error 2 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged issue began at an unknown time on (B)(6) 2018. The patient does not take any medication to manage his diabetes and the reporter stated that the patient continued to follow his usual diabetes management regimen in response to the alleged issue. The reporter stated that an unknown time after the alleged issue began, the patient developed the symptom of ¿high sugar feeling¿. The reporter stated that at an unknown time on (B)(6) 2018, the patient was taken to the emergency room (ER) where his blood glucose was reportedly measured at ¿500 mg/dl¿ on the ER device and he was subsequently treated with IV fluids by a health care professional (hcp). At the time of troubleshooting, the csr established that the product was being used for the first time and noted that there was no apparent misuse of the product based on the information provided. The csr confirmed that the patient was using the correct test strips and that he was following the correct testing procedure. The csr noted that the error 2 message did not occur when the power button was pressed and walked the reporter through a retest; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after the alleged issue occurred.